Manufacturer narrative:
Patient information is unknown. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. Software investigation completed. The scans are swan images (type of MRI) and radiology had recently made a slight change to how the exams were acquired when this issue occurred. After suggesting that radiology modify their scan protocols to only scan on-axis (non-oblique), the issue was resolved. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient information now provided.

Event description:
A medtronic representative reported that while attempting to load an mr exam a warning message appeared in the software application stating that the mr exam had non-contiguous slices. The rep stated that he checked the exam details within the application and the exam spacing and thickness values matched. After further troubleshooting it was confirmed that the z-scale value and the spacing value of the exam did not match. The patient was under anesthesia for 30 minutes and the surgeon cancelled the deep brain stimulation case because they were unable to load the mr exam. There was no harm to the patient reported.